Manufacturer narrative:
Pt had star sliding core bearing component revised after 2.5 years of implantation. Company report form indicates poly was fractured. Review of manufacturing records showed no anomalies.

Event description:
Pt had star sliding core bearing revised.